Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (310 mg/dl) in the morning. Reportedly, customer was able to stabilize blood glucose levels and declined any further troubleshooting.